Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('multiple metal fragments in my peritoneal cavity'), fallopian tube perforation ('fallopian tube perforation') and haematosalpinx ('essure coil perforated my tubes and cause haemorrhage') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), fallopian tube perforation (seriousness criteria medically significant and intervention required), haematosalpinx (seriousness criteria medically significant and intervention required), device dislocation ("multiple metal fragments in my peritoneal cavity"), scar ("scar tissue in my lower abdomen"), post-traumatic stress disorder ("ptsd"), genital haemorrhage ("bleeding") and nightmare ("nightmares"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed. At the time of the report, the device breakage, fallopian tube perforation, haematosalpinx, device dislocation, scar, post-traumatic stress disorder, genital haemorrhage and nightmare outcome was unknown. The reporter considered device breakage, device dislocation, fallopian tube perforation, genital haemorrhage, haematosalpinx, nightmare, post-traumatic stress disorder and scar to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-may-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('multiple metal fragments in my peritoneal cavity'), fallopian tube perforation ('fallopian tube perforation') and haematosalpinx ('essure coil perforated my tubes and cause haemorrhage') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), fallopian tube perforation (seriousness criteria medically significant and intervention required), haematosalpinx (seriousness criteria medically significant and intervention required), device dislocation ("multiple metal fragments in my peritoneal cavity"), scar ("scar tissue in my lower abdomen"), post-traumatic stress disorder ("ptsd"), genital haemorrhage ("bleeding") and nightmare ("nightmares"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed. At the time of the report, the device breakage, fallopian tube perforation, haematosalpinx, device dislocation, scar, post-traumatic stress disorder, genital haemorrhage and nightmare outcome was unknown. The reporter considered device breakage, device dislocation, fallopian tube perforation, genital haemorrhage, haematosalpinx, nightmare, post-traumatic stress disorder and scar to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.